Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "client reported that the needle it was clogged, and the sample witch was observed the issue was discarded. She has been using the product since 10/30."

Manufacturer narrative:
. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. However, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd precisionglide¿ needle clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "client reported that the needle it was clogged, and the sample witch was observed the issue was discarded. She has been using the product since 10/30."